Event description:
It was reported that the patient's device was non-responding. The patient's device was checked and a tm-1 error message appeared on the programmer. The programmer was replaced. The patient's device was checked 2 weeks later and the same issue was found with the new programmer. The programmer was not able to detect the device. The patient was scheduled for a device replacement on (B) (6) 2009.

Manufacturer narrative:
(B) (4)